Event description:
As reported: the physician was inserting the bypass tube into the hemostatic valve on the manta sheath, and it would not go in. The bypass tube watermelon seeded a few times until he was able to get it to insert into the valve. It was noted that there was a definite difference when the bypass tube was inserted the final time, as though the valve tore or modified to accommodate the device. Once the device was able to enter the hemostatic valve the procedure continued as normal and complete hemostasis was achieved immediately.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. The physician encountered resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would not go through the hemostatic valve. The bypass tube would bounce back out from the hemostatic valve. After a few attempts the physician was able to get the bypass tube through the hemostatic valve and connect the manta closure to the sheath hub. The proctor noted there was a definite difference when the bypass tube was inserted the final time, as if the valve tore or modified to accommodate the device. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.